Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his battery compartment was stripped and the battery cap came off in the middle of the night. His blood glucose at the time of incident was 500 mg/dl. The patient treated with another insulin pump. The customer stated that he could not tighten the battery cap on the damaged insulin pump; the battery cap kept spinning with each attempt. The insulin pump was not returned for analysis.